Event description:
During the procedure, a physician used a wilson-cook maxum reusable biopsy forceps to attain a transbronchial biopsy. The forceps were inspected prior to advancement through the endoscope. One biopsy was successful. When the device was advanced to collect the second biopsy, a portion of one cut was missing. The pt was given washouts and a chest x-ray. However, the missing portion of the cup was unable to be located. An injury to the pt was not reported.